Event description:
During an atrial fibrillation (afib) case, a perforation was noticed. The injury was discovered when a very significant effusion was observed on intracardiac echo (ice) post transseptal. They looked at ice before going transseptal and again after going transseptal and noticed a significant amount of fluid. The injury was confirmed on ice. A pericardiocentesis was attempted on the patient. They pulled out over a liter of fluid. The patient continued to bleed. The patients chest was opened up and they noticed 1 perforation in the right ventricle (rv) that they believed may have been caused by the tap for the pericardiocentesis. The left appendage had a couple of perforations as well that they believe was from the dilator. The patient was put on bypass at 10:30am. The last known status of the patient was deceased. A reprocessed sterilmed soundstar catheter and an octaray catheter were used during the procedure. No ablation was performed during the procedure. They only mapped the case. The caller stated they assumed the faradrive catheter and the versacross wire were the cause of the injury. A faradrive sheath and a boston coronary sinus (cs) were in the body when the event occurred. The caller stated they believe the faradrive dilator perforated the left appendage while going transseptal. Farapulse generator was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).